Event description:
It was reported the during a coil embolization procedure, the coil (subject device) protruded from the aneurysm during repositioning. The physician attempted to remove the coil; however, the coil unraveled and prematurely detached inside the microcatheter. The coil and microcatheter were removed together as one unit with no adverse consequences to the patient.

Manufacturer narrative:
Analysis of the device revealed that the delivery wire was kinked/bent, the main coil was kinked/bent, the main coil was stretched and the main coil suture was damaged (melt) at approximately 7.5mm from the etch link. Analysis of the suture revealed a ball like anomaly which is likely originated in manufacturing. It is probable that the coil was stretched during the procedure causing the as reported event. However, it is confirmed that the coil was not detached. It is probable that the stretched coil was perceived as being detached. While there are no indications, based on DHR review, that the device failed to meet its material, assembly, labeling, packaging, or performance specifications when released, a manufacturing defect was identified during the course of the investigation that caused the device to fail to perform as expected and the manufacturer continues to investigate the matter. The device was returned as a single piece and the main coil was still attached to the delivery wire so it is not possible for the coil protrusion from the aneurysm. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported the during a coil embolization procedure, the coil (subject device) protruded from the aneurysm during repositioning. The physician attempted to remove the coil; however, the coil unraveled and prematurely detached inside the microcatheter. The coil and microcatheter were removed together as one unit with no adverse consequences to the patient.